Event description:
It is reported that the pt has been revised due to fracture of the femoral stem. Pain has also been reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.